Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 30ml ll tip conv pak had foreign matter it was reported by customer that cardboard debris was observed in the tray and plastic debris was observed on the plunger of a syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Cardboard debris was observed in the tray. Plastic debris was observed on the plunger of a syringe. Item - 305618. Lot - 4215192, 4246326.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the sample showed that under 10x magnification no defects or imperfections were observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.